Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer cubie pockets were failed, device was not detected on bus and stated read/write, or invalid cubie memory. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.2 pocket b1 was not detected on the bus and drawer 3.2 e2, e255 had read, write or invalid cubie memory. A field service engineer (fse) reseated the rowboard cable for drawer 3.2 after cluster failures were observed. The customer successfully recovered the drawer and the cubies. Tested showed no errors or failures in either the main application or the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer cubie pockets were failed, device was not detected on bus and stated read/write, or invalid cubie memory. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.